Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. After an unspecified guide wire crossed the lesion, the 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for predilation. The balloon was first inflated however the inflation pressure did not increase more than 4 atmospheres. It was then found out that the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).